Event description:
During a laparoscopic gastric bypass the abdominal pressure would not reach target causing the insufflator to warn "leakage." Trouble shooting was performed and all of the trocar sleeves were found to be leaking even after being replaced with trocars borrowed from a neighboring hospital. This event caused an intra-operative delay from 0923 to 0952. Two further incidents of leaking endopath excel universal trocar stability sleeve 12mm and bladeless trocar with stability sleeve 12mm occurred during other laparoscopic cases. The following lot and reference numbers were obtained:lot g4tc80 reference b12lt lot g4t41e reference b12lt lot g4rz68 reference cb12lt two further cases of leaking endopath excel 12mm trocars were reported however device identifiers were not obtained. ====================== manufacturer response for universal trocar stability sleeve 12mm & bladeless trocar w/stability sleeve 12mm, endopath xcel ethicon endo surgery======================ethicon endo-surgery sales rep had a chance to review trocars and submitted an action plan with j&j which is to add contact points to seal the trocars sleeves.